Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the emergency room surgery clinic at lord and taylor and was determined to have a 3 cm defect in the supraumbilical region secondary to her previous laparoscopic cholecystectomy¿ were not provided.] 09/29/09: (B)(6), md; (B)(6), md. Operative report. Pre/postop diagnosis: supraumbilical incisional hernia status post laparoscopic cholecystectomy. Procedure: laparoscopic ventral hernia repair. Anesthesia: general. Specimens: none. Blood loss: 5 cc. Indications for the procedure: this young female patient presents to the general surgery clinic with some supraumbilical bulge. She was seen in the emergency room surgery clinic at lord and taylor and was determined to have a 3 cm defect in the supraumbilical region secondary to her previous laparoscopic cholecystectomy. She was explained the risks and benefits of the procedure and booked for a laparoscopic ventral hernia repair. Operative procedure in detail: ¿the patient was taken to the operating room and laid supine on the operating table. After adequate IV sedation was provided, the patient¿s abdomen was prepped and draped in the standard surgical fashion. The hasson technique was used to enter the peritoneum in the left upper quadrant just below the subcostal margin. The hasson port was placed under direct visualization. The abdomen was insufflated. Two additional ports were placed, one in the right upper quadrant and one in the right lower quadrant; these were both 5 mm ports placed under direct visualization. We immediately noticed a small 2.5 to 3 cm defect in the anterior abdominal wall in the supraumbilical region. There were no adhesions or omentum present in the defect. They had fallen away with insufflation. We elected that the best course of action now was to do a mesh repair of this defect. A 10 cm diameter, circular piece of dual mesh was used to repair the defect. It was packed in place first in 4 corners using 0 gore-tex suture and a suture passer. A protack was then used to tack the remainder of the perimeter in place. Multiple gore-tex sutures were then used using the suture passer to further tack the mesh around the perimeter. The abdomen was inspected with a scope following the procedure. There was no evidence of bowel perforation or injury. The repair was noted to cover the entire defect (__) [sic] was taken from the abdomen, and the trocar was removed. The patient was transferred back to the recovery room to go to same-day surgery and will be discharged home this afternoon. She will see us back in 3 weeks in the general surgery clinic.¿ product identification records for the alleged gore device were not provided. (B)(6) 2009: (B)(6) , md; (B)(6) . Operative report. Preop diagnosis: status post laparoscopic ventral hernia repair with abscess. Postop diagnosis: seroma. Procedures performed: seroma evacuation. Sac excision. Ventral hernia repair. Indication: the patient is a 32-year-old female with a recent history of ventral hernia repair which was done laparoscopically. The patient presents to the emergency room with a supraumbilical mass which was concerning for an abscess given the patient¿s white count of 14.8. The patient was taken to the operating room for possible evacuation of the abscess and removal of the ventral hernia mesh. The patient was advised of the risks, benefits and alternatives of the procedure; consented and elected to proceed. Procedure in detail: ¿the patient was taken to the operating room, placed supine on the operating table. Once general endotracheal anesthesia was established, the abdomen was prepped and draped in standard surgical fashion. A 10 blade was used to make midline laparotomy incision. Hernia sac was readily evident and measured to be approximately 4 cm in size. There was no purulence and there were no signs and symptoms of infection. The hernia sac was carefully dissected out from the fascia. Once this was done, the sac was incised and then excised. There was no purulence expressed. However, this was cultured nonetheless. The hernia defect was closed primarily using 3-0 vicryl sutures. 3-0 vicryl were then used in the subcutaneous tissue to approximate the midline laparotomy wound. 4-0 monocryl, steri-strips 4 x 4 and tape were used to dress this wound. Lap sponge and needle counts were correct at the case. Dr. Hunt was present and scrubbed for all portions of the case. The patient tolerated the procedure well and was transferred to the recovery room awake and alert in good condition. Findings: seroma. Hernia sac. Ventral hernia. Complications: none.¿ [missing records: records for the ¿emergency room with a supraumbilical mass¿; ¿white count of 14.8¿; and culture report detailing analysis of the specimens collected during the 10/09/09 procedure were not provided.] There is no mention of infection or device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, seroma formation, infection. Additional event specific information was not provided.